Event description:
An optometrist reported that a pt presented with the right eye feeling sore one day post lasik. The pt was noted to have trace diffuse. Lamellar keratitis (dlk) superior flap. The previously prescribed topical steroid eye drops were increased. Add'l info provided states that the pt was seen in f/u and the symptom have cleared. The pt is no longer using the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info had been requested but not received to date. (B)(4).